Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired, follow-up will not be conducted as there was no alleged event or malfunction reported for this device when it was sent in for maintenance. However, after evaluation of the returned device, it was determined that the device had a damaged comb.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb and carrier guide were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.